Event description:
Reporter alleged obtaining a discrepant blood glucose result of 42 mg/dl back to back with a result of 77 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter thinks that she self-treated by eating yogurt as that is what she normally eats after obtaining her readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.